Event description:
It was reported that the patient died due to septic shock, secondary to cellulitis approx 51 months post index procedure. The relationship between the event and the study device has not been assessed.

Event description:
During the index procedure one endeavor sprint 3.0mm diameter x 12mm length rapid exchange (rx) drug eluting stent was implanted in the lad which was noted to have an ostial occlusion. There was no compromise to the circumflex. The stent was post dilated with a balloon and the result was excellent. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stent. Event was identified by (B)(6) and deemed to be consistent with an mi. The patient's hospital stay was extended for treatment of community acquired pneumonia. The post-procedure course was otherwise uncomplicated and the patient was discharged on medication .

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).

Event description:
Patient death was adjudicated as a non-cardiac death.

Manufacturer narrative:
.